Event description:
It was reported the cdh33 was used during a low anterior resection about 4 weeks ago. It was reported the pa attempted to close the device and could not get the it to close. The surgeon then went below, close the device, and fired it. There were two complete donuts. The surgeon went back up top to close and noticed the rectum was open. After examination it was discovered the device cut but all the staples were in the rectum unformed. All the staples were then removed from the rectum and the rectum was sutured closed. The patient received a colostomy. The surgeon hopes to reverse the colostomy in a few weeks. 08/11/97 the suregon, was performing a low anterior resection for a low rectal stricture, which was the result of a previous low anterior resection and radiation therapy for rectal carcinoma. He was basically doing an end to side anastomosis using a double staple line technique. There had been a tremendous amount of previous reaction in this area and there was some difficulty closing the instrument. He was able to close it so that the normal firing range was indicated. The instrument seemed to fire normally and the instrument was removed without difficulty. Upon inspection, however, there was a totally unformed anastomosis with wide open staples. The surgeon, believes this was due to excessively thick tissue. The patient has a colostomy and hopefully he will be able to reconstruct the patient at a later date. He is not aware if the instrument is available for our evaluation. There is no other materials.